Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A voluntary medwatch form 3500/3500b was received. Since is not contained on that form, select fields in section have been populated by the manufacturer. Uf/importer report number: contact person: (B)(6). Date user facility became aware of event: (B)(6) 2018 / date of this report: (B)(6) 2018 (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited poor mechanical connection to the driveline. The patient had to be taken off of support during the controller exchange. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the controller was not returned for evaluation. As a result, the reported event could not be confirmed. A review of manufacturing documentation could not be performed since the serial number of the controller was not provided or available. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to damaged pins in the connector, mechanical damage of the connector and/or due to a marginal connection between the driveline connector and the connector on the controller. If information is provided in the future, a supplemental report will be issued.